Event description:
It was reported that during a percutaneous coronary intervention (pci), the maverick2 monorail balloon ruptured. The 85% stenotic lesion was located in the calcified and tortuous mid-left anterior descending (lad) coronary artery. The maverick2 monorail balloon ruptured during the fourth inflation at 12 atms. The pressure the balloon was subject to during the initial three inflations is unknown. In the opinion of the physician the balloon rupture was due to the lesion's calcification. The procedure was completed with another manufacturer's device. No patient injuries or complications were reported. Patient status is listed as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch will be filed.